Event description:
It was reported to philips that fluoro not functioning due to defective handswitch on a azurion 3 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective handswitch 9-pin d-sub (f) white and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).